Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had experienced cardiac arrest in the field and was revived by administration of CPR. The duration of the arrest was not determined and the patient was admitted to the hospital for medical intervention and support. Review of stored device data from the implantable cardioverter defibrillator (ICD) revealed that the patient had developed torsades de pointes resulting in ventricular fibrillation (vf) episodes that did not meet the programmed detection parameters. As a result no therapy had been delivered. It was also reported that at some point the patient had experienced a choking episode that was preceded by recorded non-sustained tachycardia episodes. The device remains in use. No further patient complications have been reported as a result of this event.